Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Corrosion was observed on the chassis, batteries, mechanism rail, and pcb, resulting in low batteries and data loss. An internal tear was observed, resulting in a leak, which is confirmed as the source of the corrosion and data loss. Due to the internal cannula tear, the external portion of the soft cannula could not be tested for leaks, though no visible external cannula damage was observed. It could not be conclusively confirmed if any external cannula leak was present. No damages were observed that would contribute to the reported skin irritation. The cause of the reported skin irritation could not be determined. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for leaking during wear and skin irritation.